Manufacturer narrative:
Methods: visual inspection. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion device evaluation: a visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube and a twist was found on the balloon at 43 mm from the tip. The visual inspection did not report any other issue on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device from the tip to the luer. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon was showing wrinkles in correspondence of the twist; - 2 bar: wrinkles were no more visible - 7 bar: no wrinkles detected - 14 bar: no twist on the guide wire lumen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion using in.pact pacific paclitaxel eluting balloon catheter. It was reported that balloon twist occurred during inflation. Physician used another in.pact pacific to complete the procedure. There was no injury to patient or clinical sequelae reported for this event. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.